Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurements, measuring greater than 2000 ohms. In addition, upon review of electrogram (egm), there was an inappropriate ventricular episode stored due to oversensing of noise signals due to electromagnetic interference (emi). The oversensing resulted in a two and a half second pause observed on the rv channel. The patient is not dependent and paces zero percent in the rv. The rv lead is a competitor product. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. Subsequently, the device was reprogrammed. At this time, the device system remains in service. No adverse patient effects were reported. Additional information was received that this patient with this pacemaker underwent a therapy upgrade procedure. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurements, measuring greater than 2000 ohms. In addition, upon review of electrogram (egm), there was an inappropriate ventricular episode stored due to oversensing of noise signals due to electromagnetic interference (emi). The oversensing resulted in a two and a half second pause observed on the rv channel. The patient is not dependent and paces zero percent in the rv. The rv lead is a competitor product. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. Subsequently, the device was reprogrammed. At this time, the device system remains in service. No adverse patient effects were reported..